Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred frequently between (B)(6) 2026 and (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 26, around 7pm, the patient noticed her cgm was in a brief sensor issue state and was not providing any cgm values. The patient did not have access to a glucometer to use as back-up during this time. The patient then went to sleep. In the early morning of (B)(6) 26, around 645am, the patient woke up with excessive sweating, confusion, and severe shaking. The patient was able to call her caregiver, who then called 911. Once ems arrived, the patient¿s bg meter reading was taken and found to be 74 mg/dl. It was not specified what the patient's cgm was displaying at this time. The patient was treated with orange juice. After treatment, the patient reported feeling ¿okay¿. The patient was not taken to the ER. The patient was ¿fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed due to no readings/ sensor error/ brief sensor issue frequently occasionally rarely within the investigation window. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.